Event description:
The clinician reported that almost 1 year after the dental implant was placed in ada site 13 in the patient's mouth, the implant lost integration in type ii bone. The clinician reported the patient's pain. The implant was torqued manually to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.